Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer executed several steps as advised by technical support, including disconnecting tubing and delivering boluses to address the issue. The customer changed supplies and resumed insulin delivery.